Event description:
Cinch was being deployed and did not release from tissue. Multiple attempts were made to "crunch" the handle, but the wire mechanism bent within the handle. The representative was called in and alternate means were used to deploy the suture and release from tissue. The cinch should have severed the suture and released from tissue. The patient was in procedure, under sedation for an extended time, while trouble shooting with the product representative. Product was able to be released and new product obtained and used for remainder of case.